Event description:
While stimulation was turned on, a pt felt a surging sensation at night which woke her up. When she sat up, the surging sensation located in her therapeutic/stimulation area went away. In addition, a "heating" sensation at the implant neuro stimulation device site, along with pain at the location of the lead was also reported. A loss of therapeutic effect occurred approximately 1 week ago. It was noted that there was no known accident or incident that occurred, that could be related to the issue. The pt's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).